Manufacturer narrative:
Additional information was received on 4/12/2019. The serial number has been clarified and populated. The patient was 40 years old at the time of the event. The procedure was a primary breast augmentation.the event date was (B)(6) 2019. The explant date was updated to (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with siltex round moderate plus profile (manufactured in leiden) device was performed. The mentor failure analysis lab received the device for evaluation 4/19/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/12/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of their breast implant. The analysis results showed a tear on the posterior aspect measuring approximately 0.9 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 1001104, and no non-conformance's related to the reported complaint were identified. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, lot #1001104. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with mentor siltex round moderate profile 375cc saline prostheses and experienced unilateral deflation post procedure. As a result, an explant was performed on (B)(6) 2019. Mentor received device serial numbers (B)(4) in relation to this complaint, however, it was not indicated which serial number belongs to the impacted product.